Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had damage on retainer ring. Customer also stated that the insulin pump was providing excessive dose of insulin when indicates empty. Customer also stated the insulin pump gave large dose and customer was experiencing low blood glucose. The insulin pump will not be return for further analysis.